Manufacturer narrative:
A beckman coulter customer technical support (cts) specialist assisted the customer with troubleshooting over the phone. During the call, air bubbles were observed in the sample syringe. The customer replaced the sample syringe and sample probe and performed prime cycles, after which no additional air bubbles were noted. A service visit was requested. A beckman coulter field service engineer (fse) performed an onsite evaluation of the dxc 700 au chemistry analyzer but was unable to reproduce the reported air bubble issue. The fse verified probe alignments and sensing functions, all of which tested within specifications. During the inspection, the fse observed that the ise reference electrode fluid level was below the recommended level. The probable cause was identified as multiple part malfunctions. The issue was resolved after replacing the sample syringe, sample probe and reference electrode. The sample probe and sample syringe were replaced prior to service visit. The fse verified system performance and the customer was satisfied with service. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. Section e1 initial reporter phone number is (B)(6). The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported the generation of erroneous patient results for multiple analytes, which included ise (ion selective elctrode) soidum (na), potassium (k), chloride, and aspartate aminotransferase (ast on their dxc 700 au chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide demographics.